Event description:
The customer reported the unit is failing the extended self test, and diagnostic test for pacing.

Manufacturer narrative:
The customer reported the unit is failing the extended self test and diagnostic test for pacing. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.